Event description:
It was reported that an ilet user¿s caregiver expressed concern that the pump was not delivering enough insulin during meal announcements, with frequent announcements used as corrections for hyperglycemia; review confirmed multiple announcements per day and education was provided on appropriate meal spacing and single announcements per meal, followed by a factory reset and standard setup with a dexcom g6 transmitter re-entry. Symptoms included hyperglycemia with a maximum documented reading of 280 mg/dl and subsequent improvement to 109 mg/dl. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included review of device data, user reports, and guided troubleshooting with a factory reset and reconfiguration. Investigation of this case revealed user-related over-announcement leading to algorithm maladaptation and perceived underdelivery, with no device malfunction identified and normal function restored after reset and education. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error leading to transient algorithmic maladaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.